Event description:
Pt was admitted to hosp with complaints of a worsening cough (which began while he was a pt at another hosp) and shortness of breath. When no relief was obtained from antibiotics, a bronchoscopy was performed, which revealed a foreign body in the bronchus intermedius. Significant decrease in cough was immediately noted after removal of the foreign body. The foreign body is thought almost certainly to be a trach mask clip. (The pt has a tracheotomy.)